Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned. Additional info has been requested.

Event description:
It was reported pt status post tfn 11 mm nail implantation on an unk date discovered nail was broken due to a nonunion on an unk date. Pt was returned to operating room and was revised to a tfn 12 mm nail on an unk date. Nail broke through the proximal oblique hole on an unk date due to a nonunion. It is not known what the pt was revised to. This is one of two reports of this event.

Manufacturer narrative:
A review of synthes device history record for manufacturing revealed no complaint related issues.